Event description:
Patient participating in tonsillectomy study received a tonsillectomy on (B)(6) 2011. On (B)(6) 2011, patient reported nausea and vomiting and was prescribed zofran (intervention) for relief.

Manufacturer narrative:
Product was not available for evaluation because the complaint file was opened based on the review of the clinical study file. A review of the lhr did not reveal any issues during the manufacturing of this lot. End of report.